Event description:
Brake would hold but caster would swivel.

Manufacturer narrative:
Technician reported that the caster were the original caster and were just worn. He discovered this while he was performing preventive maintenance, and therefore replaced the caster.